Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a ultra set capd disposable disconnect y-set leaked. During flushing, a leak was observed "coming out the connection between the drainbag and tubing". The patient " had to disconnect and attach a new y-set to continue". There was no report of patient injury or medical intervention associated with this event. No additional information is available.